Manufacturer narrative:
Brand name - uno central gard lg (25/250) ster. Affiliation: quality assurance group sugan co., ltd. Complainant country is (B)(6). Occupation: other - distributor. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The distributor reported "pouch with sealing defect that the sealing run-over a component. The remaining sealing width is narrow than half and almost open". The product was not used. A photograph depicting the securement device trapped in the package welding was provided. No further information was provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Corrected device manufacture date. A photograph has been received for this complaint and evaluated. A batch record review was conducted. The securement(s) were produced, visually checked under subassembly lot 7j00496 19th of september 2017 on machine a308 and then packed in peel packs (pouch) under lot 7j00493 on 25th of september 2017. Lot # 7j00493 was sterilized under lot uk33s11982402-3-1 and released based on the review of results of sterilization. All the results were within specification and products were released in compliance. The production process, in-process control, testing result, packaging of products run according to the process. Visual inspection of securement products were performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done to the process instruction for packing of sterile securements products. Review of the device history records showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint of this nature on affected lot has been registered. All relevant operators will be informed about issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).